Manufacturer narrative:
(B)(6).

Event description:
It was reported that acute thrombus occlusion occurred. Two 6x120x130 and a 7x80x130 eluvia self expanding drug eluting stents were selected for a chronic total occlusion (cto) procedure in the mildly tortuous superficial femoral artery (sfa). An antegrade and popliteal artery bidirectional approach was used to access the lesion. The procedure was successful and three devices were placed via the pull through method. Manual pressure was applied to the femoral with immobilization for six hours. The physician felt that the pulse was weak. Once the hemostatic device was removed the following day, the physician checked the pulse by palpation and did not feel the pulse and diagnosed acute thrombosis. The eluvia stent was aspirated and then a non-bsc stent was placed inside the eluvia stent. After the additional intervention, the patient had improved blood flow and no additional complications were reported. The physician consulted a colleague who felt that the thrombosis was cause by pressure on the puncture site, though the thrombogenicity unique to drug eluting stents (des) may have influenced.